Event description:
The caller stated that her father was hospitalized due to low blood glucose levels of 24 mg/dl. Customer stated that there had been changes in the basal and sensitivity. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.